Event description:
Smiths medical international ltd., has been notified of an event of air leakage through the cuff after in use for one day. It is not known if the unit was retested per the instructions for use. Event occurred at (B)(4) hospital in (B)(4).

Manufacturer narrative:
Results eval: the returned unit was functionally tested and the report of leakage was confirmed. It was noted there was a small triangular tear in the product cuff approx 25mm away from the tube end. The leakage was examined under magnification which revealed a ear approx 023mm in length. A review of our complaints history confirmed this to be the first complaint for this lot number. Though there have been complaints for cuff deflation in use, on this product during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it has not been stated whether the product was tested prior to use in accordance with the product instruction leaflet; however, as this unit worked as intended for one day it is unlikely the result of a manufacturing error. We have determined the root cause for this incident is that the cuff became damaged following inflation of the cuff. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced and is an inherent risk when using any tracheostomy product. This report has been logged for trending.